Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system and could not confirm the reported inaccuracies. The rep preformed an accuracy test and the system passed, but the rep uninstalled and reinstalled the software. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while troubleshooting they were seeing odd inaccuracies issues with the stealth. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while troubleshooting they were seeing odd inaccuracies issues with the stealth. No patient was present at the time of the event.